Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, did not see error again after reset, and successfully started new sensor session.